Event description:
During cardiomems implant procedure the physician was unable to advance the cardiomems device past the patient's ivc filter and the case was aborted. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event